Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed analysis indicates that the allegation of noise on this pacemaker was not confirmed. Moreover, this pacemaker had triggered replacement indicator while implanted and had passed labeled longevity calculation. Further, there were no anomalies found. Thus, this pacemaker met its specification.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this pacemaker exhibited noise. No further information was provided. This pacemaker was explanted. No additional adverse patient effects were reported.